Event description:
The lay user/pt contacted lifescan in 2007, and alleged that her one touch ultrasmart meter was reading inaccurately erratic. The pt reported that she is a brittle diabetic and is very sensitive to insulin. She is on an insulin pump (novorapid) and tests 70 times/week. Thirteen days earlier, her insulin basal rate was adjusted to get better control of her diabetes. Over a 24- hour period it was increased from 10.70 units to 11 units. The pt was unable/unwilling to answer if her basal rate was adjusted back to 10.70 units after the '24-hour' period. Two days after this, the pt tested on the reported meter with results of 20.8, 15.3, and 16.6 mmol/l, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/or <= 1.11 mmol/l. The pt was not experiencing any symptoms at this time. She then took 5 extra units of insulin (bolus) based on these meter results and experienced "severe hypo symptoms" (interfered vision, palpitations, severe weakness, weak legs and feeling extremely ill). The pt did not confirm if she tested on the meter at the time she was experiencing the symptoms, but reported two results of 2.7 mmol/l and 3.3 mmol/l, performed 1 hour and 15 minutes apart. It is not clear if these tests were done at the time of the symptoms. Following the two low results, the pt had 2 jelly babies and "just sat down". She felt slightly better, but did not test again on the meter. Ten days later, the pt performed two tests (21.9 and 17.0 mmol/l), performed 1 minute apart. She also reported that the next two days, she performed two tests performed 2 minutes apart (11.4 and 7.0 mmol/l) based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l. The pt was not experiencing any symptoms at this time. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l) and, that it was coded correctly to match the code on the test strip vial. The test strips were in good condition and within the expiration date. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. She was walked through a control solution test, which passed within range. Although the reported meter/test strips were within specifications, when the pt performed the precision test eleven days earlier, and the control solution test passed within range, this complaint is reported because the pt alleges she took extra insulin based on those results and subsequently experienced hypoglycemic symptoms. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.